Manufacturer narrative:
Alleged failure: the internal screen came shattered. The image on the monitor was cracked. The failures identified in the investigation is consistent with the complaint record. Root cause: leaking from the camera head welds. This could be a vendor issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.